Event description:
The customer reported that the interconnect cable was hard to plug in and unplug. System would have intermittent boot up problems. The x-ray techs would replug the interconnect cable to fix problems. It was found tht the interconnect cable guide keys where thicker than the new replacement interconnect cable.

Manufacturer narrative:
The service rep replaced the interconnect cable. He connected cable and unconnected cable several times. The rep found no new connection errors. Cable to gound .3 ohms. System operates as intended.